Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue of infusion set tubing detachment from connector on (B)(6) 2024, after being in use for less than 24 hours. No further information available.